Event description:
It was reported when the device was used during a laparoscopic appendectomy procedure, the cartridge fell into the abdominal cavity. It was retrieved. The case was completed using another device. There was no patient consequence.